Event description:
Motor hose ballooned and burst. They had just started surgery and the motor was making an unusual sound, like the motor was not at full power. Motor was removed from the surgical site and nurse pushed the pedal with his hand. The hose then immediately ballooned and burst. There was no injury to the pt, but two hospital employees claimed to have lost hearing for a moment. They went to the emergency room and their hearing was deemed to be fine.